Event description:
It was reported that during a da vinci-assisted gastric bypass surgical procedure, the site was experiencing error 86 on the system. It was stated that the site has power cycled the system twice and the error was continuing. The technical support engineer (tse) viewed logs and confirmed the fault. The tse informed the customer that the fault was likely to continue and recommended that they swap vision side carts (vsc). When the system powered on with the new vsc attached it asked them to remove instrument during power on. The site had either needles or sutures in all three instruments, so they used the instrument removal kit (irk) to open all the jaws. The site was then able to complete the power on self-test. The procedure was converted to another da vinci system with no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the redundant power tray assembly to resolve the issue. The system was verified and ready to use. The unit was returned for failure analysis, but the reported failure could not be reproduced. This unit was installed into the test system and started up with no error. A system power cycle was performed 10 times with no issues. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable.